Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify the event you provided. You have stated that the cartridge pan was left inside the jaws after the 3rd firing, however, that the 4th firing cartridge was found bent and damaged. Was it the 3rd firing cartridge that was found bent and damaged (cartridge pan dislodged) and not the 4th firing cartridge as that is the one you stated could not be loaded? Can you provide further detail of the "bent and damaged". Was it only the cartridge pan that was bent and damaged? --- the pan of the 3rd cartridge was pushed into the jaw as the 4th cartridge was loaded. Since the 4th cartridge could not be fully loaded into the jaw, the device was checked and the cartridge pan was found deep inside the jaw. Also, the 4th cartridge was found bent and damaged. The analysis results showed that one ecr60g reload was received broken in half, fully fired and with the pan detached and missing. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the cartridge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a semi-open low anterior resection, the cartridge pan was left inside the jaws after the 3rd firing and blocked the way of next cartridge for the 4th firing. The 4th cartridge was found bent and damaged. The cartridge pan was removed from the device, and the same device was used to complete the case. There were no adverse consequences to the patient.